Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead noise has been noticed on the right ventricular lead for the past year through device alerts. The patient was not dependent and asymptomatic. Programming changes were discussed. The patient was stable and would continue to be monitored.